Event description:
Patient was undergoing an electrophysiology study with ablation via cardiac catheterization. At 41 seconds into the first injection, the cryoconsole showed system notice error 50012 (the refrigerant delivery path is obstructed). The coaxial umbilical cable was disconnected and reconnected. System notice error 50012 occurred again at 7 seconds into the second injection. The patient suddenly developed electrical mechanical disassociation and despite resuscitative measures expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.